Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an open blister under a right side electrode. The area was described as sore and the size of a ½ dollar. During a follow up, the patient reported that the blister was oozing and that he was using a skin repair cream on the electrodes. During the final follow up, the patient indicated that he adjusted the garment lower and that his nurse put a vaseline gauze bandage on the area and it was looking better.